Event description:
The pt had voluma (sub-brand juvederm allergan) injected on (B)(6) 2016 and reported (B)(6) the formation of large cheek granulomas. The product lot number was vb20a60230. This was identified on CT scan and the pt experienced discomfort and disfigurement. Antibiotics initially given and hyaluronidase injected at 30u per .2 cc injected in each cheek. We are awaiting dissolution and possible need for further management of this complication. Product was stable for almost 10-11 months before complication occurred. Dose or amount: 1 ml millilitre(s). Route: subdermal. Diagnosis or reason for use: cheek lifting, cosmetic.